Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 156 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.